Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 12:323:568:0000 was confirmed during product evaluation. The assignable cause was a pinched user interface module pump head module data harness. The user interface module pump head module data harness was replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 12:323:568:0000 failure code. The event was reported to have occurred upon power up. This condition has the potential to cause an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.